Event description:
During a thyroidectomy procedure, with the first device, clips were stuck in the shaft, and it locked out as though no clips were there. With the second device, clips were shooting out before closing. There was no pt consequence.